Event description:
Related manufacturer report number: 2017865-2022-38361 and 2017865-2022-38363. It was reported that the patient had deceased. The cause of death was cardiac arrhythmia, dilated cardiomyopathy and cardiomegaly. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found the broken and separated svc cables at the connector region consistent with procedural damage. Electrical testing found the open continuity svc cables.